Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('post essure/ stabbing pains') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fallopian tube disorder ("my tubes almost calcified "). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain and fallopian tube disorder outcome was unknown. The reporter considered fallopian tube disorder and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: pelvic pain, falloapian tube disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event medical device removal pt was updated to pelvic pain and my tube calcified event added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post essure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.